Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller met with pt for follow up visit and was unable to connect with ins using tablet. The first thing the caller did was to try to connect with pt's ins using tablet. They initially got a por message with coding 0xfffffe74 0x80000000 which was followed by a system error, the system has encountered an unexpected error, contact mdt with code 0x4888870d. Caller reattempted telemetry with cp app but this didn't resolve and they continued to get the system error (the por message did not reoccur). The caller has interrogated other inceptiv ins's recently w/out any issues. The caller totally shut off pt's handset but this didn't resolve the issue. Caller was able to connect fine with ins using pt's handset and they adjusted stim and changed groups, etc without any errors or issues. Pt is getting good therapy. Caller tried multiple attempts (~ 7) to connect with tablet but was unsuccessful so was unable to activate closed loop programming. Caller didn't have another tablet readily available to try. Tss reviewed collecting log files from the session to try to determine the reason for the issue. Additional information was received from a patient (pt). It was reported that they are needing to speak with a manufacturer representative (rep) as their implant will not charge and needs to give it a 'boost.' Agent reviewed role of rep and offered troubleshooting to recharge, but patient disconnected call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.